Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.. (B)(4).

Event description:
The customer reported via phone call the insulin pump would not exit is time and date correct. The customer's blood glucose was 312 mg/dl at the time of the incident. The customer stated that she treated for high blood glucose with a manual injection. The customer states the insulin pump is not responding to her trying to select yes on set time and date. The insulin pump started making a whistling noise. The customer was advised to observe time clock for one minute to verify if time advances, found it does. The customer's current blood glucose is 104 mg/dl. The customer also stated that the infusion set was leaking at the site and believes that was the reason for high blood glucose. The customer changed the infusion set when she noticed the leak. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.